Event description:
The customer received a blood glucose reading of 49mg/dl on the breeze2, re-tested on a different meter and the reading was 160mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. Further information was not provided. Product was not replaced.